Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 07/2023).

Event description:
It was reported that approximately seven months post catheter repair placement, the catheter allegedly had hole. It was further reported that the catheter allegedly got ballooned while flushing and the catheter allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one repair kit s/l catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. A complete circumferential break was noted on the distal end of the catheter. However, striations were noted throughout the surface. The investigation is confirmed for the reported material puncture/hole and fluid leak issues, as splits were noted on the catheter approximately 0.4cm from the clamping sleeve. Upon application of hydrostatic pressure at the distal end, leaks from the splits on the catheter were observed. The investigation is inconclusive for the reported stretched and ballooning issues, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 07/2023), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately seven months post catheter repair placement, the catheter allegedly had a hole. It was further reported that the catheter allegedly got ballooned while flushing and the catheter allegedly leaked. There was no reported patient injury.